Event description:
Litigation alleged the patient suffered pain, instability of the joint, metallosis, bursitis, lack of mobility and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right side) update: (B)(6) 2013 - ppd received. Dor has been updated. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2013. Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: alval; metallosis; trunnionosis; severe soft tissue involvement; very large pseudotumor with its own capsule; huge amount of metallic stained fluid. Adapter sleeve and stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.